Event description:
A microknife xl triple lumen needle knife was used during a zenker procedure in 2007. According to the complainant, approximately 3cm of the needle wire detached when the physician was cutting the tissue. The physician could not locate the needle wire; however, x-rays confirmed that the needle wire remained in the small intestine. The physician did not retrieve the fragment and stated "that the needle [wire] will pass by normal persistalsis." At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
A visual examination revealed that the needle did not extend from the distal end of the extrusion and that a portion of the needle was missing. An examination of the needle (removed from the extrusion) indicated that the end of the wire was blackened, burned and melted in appearance which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unknown. The cause of the excessive electrical current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record for the pertinent lot revealed no anomalies. A search of the complaint database revealed no additional complaints reported for the lot.